Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous left external iliac artery. The 8.0 x 20, 75cm mustang balloon catheter was used for dilatation of the lesion. Upon inflation at 13atm the balloon ruptured. The procedure was completed with a different device. There were no reported patient complications and the patient status post procedure was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the complaint device was returned for analysis. An initial visual examination of the balloon material identified no tears in the balloon. However, when an attempt was made to inflate the balloon, a pinhole leak was identified. The pinhole was located at 7mm proximal to the proximal edge of the distal markerband. A microscopic examination of the markerbands and of the balloon material could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Age at time of event: 18 years or older. (B)(4).